Manufacturer narrative:
Date of event: a specific date is unknown. The date received by manufacturer has been used for this field. Customer mentions it was the week of august 8th-12th. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogged while using bd safetyglide¿ needle. Ten boxes were affected; however, no patient impact reported. The following information was provided by the initial reporter: "we have some needles that seem to be defective. It's quite strange....you can draw up medicine/liquid with the needle, but can't eject it back out through the needle. It's a hard stop, and almost feels like there's a one way valve in there that will only let liquid come in through the bore, but won't let it back out. It seems to be associated with the same lot #."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25aug2022. H6: investigation summary: four hundred seventy-five samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle clogged while using bd safetyglide¿ needle. 10 boxes were affected, however, no patient impact reported. The following information was provided by the initial reporter: we have some needles that seem to be defective. It's quite strange....you can draw up medicine/liquid with the needle, but can't eject it back out through the needle. It's a hard stop, and almost feels like there's a one way valve in there that will only let liquid come in through the bore, but won't let it back out. It seems to be associated with the same lot #.